Event description:
It was reported that a stored episode of long running supraventricular tachycardia for which the patient received multiple hv therapies was observed. Subsequently, the device reached eri, and it is suspected that the hv charges led to premature battery depletion. Device was explanted and replaced. Patient was doing well.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings and usage, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.